Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2016, index procedure was performed. The target lesion was located in the proximal left circumflex (lcx) artery across the first obtuse marginal (om1) branch. After a guidewire crossed the lesion and was jailed in the om1, a 2.50 x 28 synergy¿ drug-eluting stent was implanted to treat the lesion. Following deployment, the wire was pulled back and re-inserted into the om1 through the stent struts. The procedure was completed. In (B)(6) 2016, the patient returned to the emergency department with stent thrombosis in the lcx at om branch. The thrombosis was treated with balloon angioplasty.